Event description:
The tubing leaked after being hooked up to the patient, inadvertently exposing staff, patients and visitors to harmful infusions including but not limited to chemotherapeutic agents (oxaliplatin). It appears the leak is originating from the connection between the white hub and tubing. Due to the hospitals use of baxter IV pumps it was not possible to sub to another tubing during this time.